Event description:
A monarch screw broke 14-months postoperatively. As a result a second procedure was performed to explant the device. As surgical intervention occurred an MDR is being filed to document this event.